Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat prolapsed bladder, cystocele, and rectocele. It was reported that following insertion the patient experienced vaginal pain, recurrence of incontinence, painful sexual incontinence, feeling of mesh protruding and bleeding, vaginal scarring, painful sexual intercourse, erosion of mesh, mesh protruding outside vagina, spasms in legs, and lower vaginal abdominal pain. It was reported that the patient experienced peripheral bowel syndrome in 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number . Additional narrative: it was reported that the patient underwent revision of anterior repair on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03957 and 2210968-2012-03959. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 1/9/2020. (B)(4). Additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2011 due to labial hypertrophy and perineal descent.